Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to normal battery depletion. Upon opening the pocket it was noted that there was a milky white substance noted in the pocket and on the device. Cultures were taken and an antibiotic flush of the pocket was performed. There were no additional adverse effects reported. The product remains in-service.